Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display as well as beep anomaly. The blood glucose value was 5.4 mmol/l. Customer stated that the display did not return after insulin pump restart. Customer stated that insulin pump was not working and vibrating. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded motor home switch and electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify audio of alarm due to blank display.